Event description:
It was reported that the implantable cardioverter defibrillator exhibited inappropriate mode switch resulting from far field r was oversensing on the atrial channel further information was requested however, was not provided.